Event description:
A patient (59 year old male) was implanted with two prodisc c nova devices at c4-5 and c5-6 on (B)(6) 2025. The patient was symptomatic having pain that prevented him from sleeping and it was found that the implant had migrated anteriorly. A one level removal of the implant at c5-6 was completed on (B)(6) 2025 and it was found that the implant was completely unfixed to the vertebrae and that the level was infected with p. Acne bacteria. The patient was fused with a cage and plate and treated with antibiotics administered in a PICC line.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient (59 year old male) was implanted with two prodisc c nova devices at c4-5 and c5-6 on (B)(6) 2025. The patient was symptomatic having pain that prevented him from sleeping and it was found that the implant had migrated anteriorly. A one level removal of the implant at c5-6 was completed on (B)(6) 2025 and it was found that the implant was completely unfixed to the vertebrae and that the level was infected with p. Acne bacteria. The patient was fused with a cage and plate and treated with antibiotics administered in a PICC line. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was returned following the removal surgery, and will be evaluated using exponents approved prodisc c evaluation protocol. The report will be issued under (B)(4). No pre-removal imaging was provided. There were no anomalies identified during the complaint investigation. The removal was due to implant migration which was caused my a patient infection at the index level. The submission is 2 of 2 devices involved in this event.